Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration alarms were observed. Other alarms indicating short system reagent and remaining volume decrease were also observed. The field service engineer determined that a rinse water nozzle was overflowing and that a nozzle pathway was not aspirating properly. The nozzles were flushed, vacuum tubings on the rinse mechanism were re-seated, vacuum vessels were checked, and fluidics were adjusted. Mechanism checks were performed and no overflow was observed. The customer ran calibration and controls. The instrument performed within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 744169. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested on the cobas c 503 analytical unit. The customer tried unclogging the sample probe, performed a sample probe wash, ran air purges, and ran precision studies. The customer noticed a wash nozzle was overflowing. The customer provided data for two patient samples with discrepant results for ca2 (calcium). The samples were repeated due to the observation of questionable patient results. The first sample initially resulted in a calcium value of 6 mg/dl and it repeated as 9.1 mg/dl. The second sample initially resulted in a calcium value of 5.9 mg/dl and it repeated as 9.1 mg/dl.